Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2018 with the following findings: review of the black box and alarm history confirmed 064 motor error occlusion during prime alarms. On investigation, the pump powered on normally and ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with no ¿cs054/cs052¿ alarm or any errors, alarms or warnings occurring during the investigation. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue during rewind step. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.